Event description:
Customer reported the system displayed a high temperature error during a procedure. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and determined the monoblock tube assembly needs to be replaced. Customer declined repair.